Event description:
It was reported that the patient is requesting a revision of an artificial urinary sphincter(aus) device due to unspecified reasons. A patient outcome of no serious injuries was reported. Additional information received that a cystoscopy was performed on (B)(6) 2020 due to incontinence and poor flow. The sphincter was found to be no longer functioning and a revision was recommended.